Event description:
A discordant falsely elevated high sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl¿ with lm system. The falsely elevated result was reported to the physician and questioned. The patient was redrawn, and both the redrawn and original samples were reprocessed on the original dimension exl¿ with lm system. The lowered reprocessed tnih result on the original sample was consistent with the result of the redrawn sample and was considered correct. A corrected report was issued for the original sample. There were no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely elevated high sensitivity troponin I (tnih) patient sample result obtained on a dimension exl¿ with lm system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (17-jan-2022): siemens headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the information provided by the customer and the dimension exl instrument data. Quality control was within acceptable ranges. No issues were noted with other patient samples indicating that the dimension exl instrument and tnih assay were performing acceptably. A potential product issue has not been identified. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00356 was filed on 30-dec-2021.